Event description:
Reportedly, the remaining longevity unexpectedly decreased between two follow-ups.

Event description:
Reportedly, the remaining longevity unexpectedly decreased between two follow-ups.

Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, the remaining longevity unexpectedly decreased between two follow-ups.